Manufacturer narrative:
Corrected information was provided in d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following intraocular lens (iol) implant procedure, patient had halos. The lens was exchanged with unknown monofocal iol after the initial implant procedure. The clinical reason for explantation was positive dysphotopsia. Additional information received stating that patient sees a lot of halos around lights, so struggling with driving at night. In surgeon¿s opinion the product contributed to the event.